Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bolus of an unspecified medication (dose, programmed amount and delivery rate unknown) did not deliver via a spectrum infusion pump. The patient's blood pressure was low. It was stated that an attempt was made to administer an intravenous (IV) bolus and that drips were dropping into the chamber on initial check when prompted from machine, and then, 20 minutes later, IV bag looked full. It was further reported that it seemed as though it was trying to ¿pull¿ the fluids through the pump. It was indicated that it was set up properly through the 'c' clamp and was placed into the channel without any force - not running their thumb across the tubing to load. This occurred in the rapid assessment unit (rau). Medical intervention and patient outcome were not reported. No additional information is available.